Manufacturer narrative:
Patient's date of birth unavailable. Patient weight unavailable.

Event description:
Lead extraction procedure (3 leads: ra, rv, lv due to infection) was being performed using a 16f glidelight laser sheath and lld. Physician attempted to extract the ra (right atrial) lead when patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. A svc tear was discovered; surgeon successfully repaired the tear and extracted the leads. Patient survived the procedure.